Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found small leak at the waste line fitting. Fse tightened clamp. Fse also rebuilt the vacuum pump after noting condensation from the vacuum pump drain line. Repair was verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a light greenish fluid leaking under the ise reagent side of the unicel dxc 600i synchron access clinical system. No injury was reported and no erroneous results were generated.